Event description:
The pt reportedly was experiencing external headpiece retention problems. Skin flap reduction surgery was performed (exact date not specified). The pt continued to have problems with headpiece retention. Surgery to explant the pt's c1 device will be scheduled.